Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was damaged during use in the operating room. Per additional information received via ibc on 26aug2025, stated that this event was balloon breakage that occurred after placement in the patient.

Event description:
It was reported that foley catheter balloon was damaged during use in the operating room. Per additional information received via ibc on 26aug2025, stated that this event was balloon breakage that occurred after placement in the patient. Per notification from ucc on 17dec2025, it was reported that balloon concentricity 80/20 was found during sample evaluation on (B)(6) 2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjz2836. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was presented. Concentricity of catheter balloon is 80/20. The balloon deflated 10ml methylene blue solution within 01min28sec. This is within specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,e,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.